Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-05432. It was reported that both the right atrial and right ventricular leads had a history of intermittent noise since 2017. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial, distal end of the lead was returned in one piece. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 40.5 cm to 40.7 cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to the device can.